Event description:
As reported by the equinoxe shoulder study, approximately 1.5 years post op initial tsa, this 66 y/o female patient was revised due to dislocation. Patient had an episode in which shoulder dislocated and has remained dislocated and is the source her of her continued pain and limited range of motion. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.